Event description:
It was reported that following repositioning of the right ventricular (rv) lead and in the process of re-inserting the rv lead in to the rv port, the setscrew was missing from the rv port. Therefore the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned and analyzed and no anomalies were found. The returned device indicated a loose/detached set screw. (B)(4).